Event description:
The staff at the surgery center opened boxes after the dissection was done and upon opening them, discovered three (3) boxes were empty. Staff had to drive to another facility to borrow more product.

Manufacturer narrative:
Information received indicated delay occurred during surgery resulting from devices not being in package. Due to this, determined that the occurrence was reportable. Note: also confirmed indications that occurrence was isolated.